Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported a clinical diagnosis of toxic shock and acute renal failure. Toxic shock starting from the urinary track, complicated with acute renal failure was noticed after surgery. Diagnostics included a hemoculture on (B)(6) 2016 that identified sepsis shock. Interventions involved prolongation of hospitalization. The etiology was noted as not related to the device or therapy, related to the implant procedure, and due to surgery/anesthesia. The outcome was resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
Upon review of the additional information received, it was determined that patient codes (B)(4) no longer apply.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the clinical diagnosis was updated to septic shock and the signs / symptoms were updated to "after surgery, septic shock starting from urinary track, complicated with acute renal failure". The etiology was also updated to not related to the device/therapy and not related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.